Event description:
Spontaneous. Pt's spouse reports pump serial number (B)(4) is currently alarming with 'no disposable pump won't run'. Spouse states they contacted pharmacy yesterday (B)(6) 2022 for this same reason and a new pump is being sent for today. Discussed with spouse that this is usually a cassette issue, not a pump issue. Spouse is going to try the other pump and will make a new cassette if that does not work. Spouse did not have lot number for the cassette. No further information was provided. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we [MFR] replace device? No. Did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.